Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, approximately six weeks after the implant procedure, the implantable cardiac monitor (icm) was found to be "very prominent and painful". The icm remains in use. Device repositioning is planned. No further patient complications have been reported as a result of this event.